Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported shaft kink was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during preparation of a 3.00x23mm xience prox rx stent system a kink was noted on the proximal shaft. The proximal shaft separated. The device was not used and the procedure was successfully completed with an unknown device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.